Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to display a "replace cable" message after several hours. When the device was power cycled, the "replace cable" message remained. The failure was isolated to a component (u49 chip) on the technology board. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that the spo2 drops out at random. No consequences or impact to patient were reported.